Event description:
It was reported that during a laparoscopic sigma procedure, device did not function correctly. The procedure was completed by using another like device. There was no patient consequence.